Event description:
This rv lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2018 due to failure to capture. The physician was (B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).